Event description:
It was reported that during the implant procedure, the physician experienced difficulty placing the lead due to patient anatomy. After deployment of the lead helix, the lead was prone to dislodgement. After multiple attempts at repositioning the lead, it could not be secured within the ventricle. Additionally, intraoperative testing showed that the pacing threshold for the lead remained high with no current of injury detected. After placement of the lead and a thirty minute wait, the pacing threshold remained high, with no downward trend. The lead was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.